Event description:
It was reported that the customer was hospitalized twice due to diabetes ketoacidosis and high blood glucose. The mother stated that the first time her cannula was bent and she lost her quick serter. The second occasion she had site location issues. Troubleshooting could not be performed as mother did not have the insulin pump available. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.